Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure on an unknown date. According to the complainant, during the preparation, it was noted that a hair was found inside the package.

Manufacturer narrative:
Date of event: date of event was approximated to 10/01/2018 as no event date was reported. Problem code (B)(4) captures the reportable event of foreign matter. Investigation result a visual examination of the complaint device revealed that the device did not have visual defects. There was no hair observed in the pouch and the pouch was opened. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked for a procedure on an unknown date. According to the complainant, during the preparation, it was noted that a hair was found inside the package.